Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2020, product type: catheter. Product ID: 8711, serial/lot #: (B)(4), ubd: 16-aug-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000 mcg ml at 100 mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. On (B)(6) 2020 it was reported that the existing catheter was unable to be aspirated during elective pump replacement. The patient was in the or (operating room) for elective pump replacement and they were unable to aspirate the old catheter. Visual inspection of the pump segment did not show signs of kinks. They revised the pump segment and attempted aspiration and was still unable. Visual inspection of the tip segment in the spine pocket did not reveal any kinks. The healthcare provider cut the spine segment but did not see any csf (cerebral spinal fluid) drip. The healthcare provider elected to replace the catheter. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.